Event description:
The pt fainted on (B) (6) 2010 at 9:18 am and was taken to the hospital. The pt's blood glucose measured 28 mg/dl upon arrival at the hospital. At 11:00 am, the pt's blood glucose measured 66 mg/dl and at 12:00 am, the pt's blood glucose measured 29 mg/dl. On (B) (6) 2010, the pt was released from the hospital. It is believed the infusion device delivered too much insulin. The pt stated this has occurred a "few" times in the past. The pt's normal blood glucose range is 89-200 mg/dl. No further info is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.